Event description:
It was reported a manipulation under anesthesia due to the knee is barely at 60 degree of flexion and the patient certainly lacks the last 15 or so degrees of extension. Intensifying physiotherapy and rehabilitation is failing to make any significant or meaningful progress.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on a review of clinical documentation provided the physiotherapy has failed to correct the issue of the limited flexion. It was also reported the patient received prophylactic antibiotics as well as anticoagulant therapy. The root cause of the limited amount of flexion may be contributed to arthrofibrosis from multiple knee procedures. It is unknown if the patient followed the physical therapy treatment plan postoperatively and consistently. The patient impact beyond the limited range of motion and need for extended hospital stay is inconclusive. It was reported that the mua resolved the immobility issues and the dvt was resolved with medication. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.